Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08876 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
The patient had a superficial femoral artery (sfa) occlusion preventing flow through the introducer. Consequently, a fem-fem bypass was performed to bypass the occlusion. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old female patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that there were delivery issues. The patient had a superficial femoral artery (sfa) occlusion preventing flow through the introducer. Consequently, a fem-fem bypass was performed to bypass the occlusion. Additionally, the complainant reported that there was minor access site bleeding noted with a slight ooze at the insertion site. This was resolved on its own as the bleeding eventually slowed down.